Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (657 mg/dl). Customer was treated with intravenous insulin and manual insulin injections. Customer was discharged the following day with the issue resolved and no permanent damage. Customer reported that hospitalization was unrelated to pump or supplies but could not provide a cause for the event. Reportedly, there was no pump alerts or alarms and basal insulin was delivered as intended.